Event description:
It was reported that a basal bolus infusor?s reservoir ruptured after filling it with the unknown drug. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder was ruptured. The reservoir was also microscopically examined for any abnormalities that may have potentially contributed to the rupture. Some abnormalities were detected near the rupture line. The exact root cause of the reported condition could not be determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). A batch review has been conducted which revealed that the product met all of the acceptance criteria for release. Initial evaluation confirmed the reported condition. If any additional relevant information becomes available, a follow-up will be submitted.